Event description:
It was reported that during a gastric bypass procedure, the first device after the third reload, did not function correctly. The second device did not fire at all. No further information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged pinion axle support. Evaluation summary: the analysis results found that device a was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth pinion axel support were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was fired on thicker tissue than indicated causing an increase of the internal forces resulting in the components yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. The analysis showed that device b was received in good visual condition and without reload present. The returned instrument was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on ticker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process. Device b: batch# = e5nk8h, mfg date: 05/15/2008, exp date: 04/15/2013.